Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. B34603) inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), nausea ("nausea"), migraine ("migraines"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, nausea, migraine, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, migraine, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results: on unknown date: she underwent essure confirmation test most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet received. Lot number & lab data updated. Incident:p at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnoraml bleeding") in an adult female patient who had essure (batch no. B34603) inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), nausea ("nausea"), migraine ("migraines"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, nausea, migraine, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, migraine, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results: on unknown date: she underwent essure confirmation test quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B34603) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2011 to 2012. Concurrent conditions included hypertension, insomnia, melanoma (removed in (B)(6) 2015) and hemorrhoids (hemorrhoidectomy in 2013). Concomitant products included bupropion hydrochloride (wellbutrin xl), topiramate and trazodone. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding enorrhagia"), headache ("seasonal headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), stress urinary incontinence ("bladder or urinary problems or changes:stress incontinence") and micturition urgency ("bladder or urinary problems or changes:urgency "). In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain"), urinary incontinence ("bladder or urinary problems or changes:urination incontinence") and hypersensitivity ("allergics"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the nausea, migraine, weight increased, abdominal pain lower, headache, stress urinary incontinence, micturition urgency and hypersensitivity outcome was unknown and the urinary incontinence was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, stress urinary incontinence, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2012: total bilateral occlusion on unknown date: she underwent essure confirmation test. On (B)(6) 2017 final diagnosis: uterus and cervix with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterus (183 grams) with: - secretory phase endometrium and benign endometrial polyp; negative for hyperplasia. - leiomyomata. - mild chronic cervicitis. - bilateral fallopian tubes with no significant histopathologic change. - no evidence of malignancy specimen(s) received: a uterus, cervix, bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia),headaches, dysmenorrhea (cramping), stress incontinence, urinary incontinence, allergic were added. Outcome of events cramping, pain, painful intercourse from unknown to recovered/resolved and headache from unknown to recovering/resolving were updated. New reporters added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnoraml bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), nausea ("nausea"), migraine ("migraines"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, nausea, migraine, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, migraine, nausea, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.